Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3988, lot# n25482a, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Event description:
It was reported that the patient was currently an inpatient and the hospital was currently ordering an MRI to scan the c-spine for neck pain, upper extremities weakness and numbness. It was unknown when the neck pain started. It was noted that the patient had not charged his device, due to ¿insurance,¿ and it was reviewed that charging the implantable neurostimulator (ins) could be done at home. It was later reported that the current device was implanted in 2012 and the implanting healthcare provider (hcp) had not been in contact with the patient since then. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.